Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel prosthesis. Manufacturer report number: 1645337-2018-02872. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female had unknown mentor gel prostheses implanted. Bilateral rupture of breast prostheses was diagnosed post procedure. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 6/8/2019, mentor received additional information: date of event: (B)(6) 2018 patient age at the time of the event: (B)(6). Procedure type was primary breast augmentation. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel protheses on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with unknown mentor gel prostheses. Bilateral rupture of breast prostheses was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel protheses on (B)(6) 2018. The device was received at mentor containing a gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination of the device, the product evaluation team identified a partial delamination of the shell to patch junction on the posterior aspect. The cause of the delamination could not be determined. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the delamination occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing. The complaint of rupture was confirmed since a delamination was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the delamination occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not lifetime devices. Rupture can occur at any time after implantation. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).